Event description:
20g 2.25 inch accucath that was placed in the ed and the guidewire broke off in patient's arm. 4.5cm of the accucath wire was successfully retrieved from the patient's top layer of skin that same evening.